Manufacturer narrative:
Blocks b2, b3, and b5 have been updated based on the additional information received on december 04, 2023 and december 20, 2023. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Block h6: imdrf patient code e0506 captures the reportable event of hemorrhage, major. Imdrf impact code f02 captures the reportable event of death.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was implanted during a necrosectomy procedure performed on an unknown date. After the stent placement, on an unknown date, the patient died due to massive bleeding. The relationship between the axios stent and the patient's death is unknown. Additional information received on december 04, 2023 and december 20, 2023: on (B)(6) 2023, the axios stent was implanted in the patient. On (B)(6) 2023, the patient passed away due to hemorrhagic shock. The patient had a large pancreatic abscess of 19cm x 70mm and the blood vessel ruptured in the abscess (deep blood vessels). However, it was reported that the size of the abscess had decreased considerably. Necrosectomy procedures were performed on october 16, october 19, and october 23, 2023. In the physician's assessment, there was no relationship between the patient's death and the axios stent.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Block h6: imdrf patient code e0506 captures the reportable event of hemorrhage, major. Imdrf impact code f02 captures the reportable event of death.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was implanted during a necrosectomy procedure performed on an unknown date. After the stent placement, on an unknown date, the patient died due to massive bleeding. The relationship between the axios stent and the patient's death is unknown. Note: no further information has been obtained despite good faith efforts.